Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, a crease was observed on the posterior aspect. Within the crease, a rupture was noted in the posterior and extending to anterior aspect measuring approximately 15.5 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade 3. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative right-sided rupture and bilateral capsular contracture (baker grade 3). The patient reported right-sided breast pain, and breasts asymmetry was noted upon physical examination. As a result, the patient underwent bilateral removal and replacement with 275cc mentor memorygel breast implant, catalog # 3502751bc, right serial # (B)(4) and left serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.